Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery. The customer stated that the blood glucose levels were normal, although the blood glucose reading was not provided. She advised that the device suspended insulin delivery, and after she changed the infusion set, the alarm had not recurred since. She declined return of the infusion set and reservoir. She was unable to troubleshoot the issue, as this was a past event that had occurred 1 to 2 weeks prior. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.